Event description:
Brief summary, my implanted spinal cord stimulator battery pack moved. I returned to the doctor that did the surgery and he refused to remove it. He said he would go in and secure it or put in a newer model. I have had it for almost 3 years and it hasn't worked well enough to get another unit. Since then, the cord has moved. The pain is horrible. No doctor will remove it. I even went to the ER with no help. I have contacted boston scientific and they took a report. They could not offer me a doctor that is on my insurance. It has been a month and it keeps getting worse with many other symptoms.